Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer delivered a correction bolus for a blood glucose (bg) level of 281(mg/dl) but incorrectly overestimated the amount of insulin needed when requesting a bolus. Blood glucose level was 42(mg/dl). Food was consumed to treat the bg level. Additionally, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.